Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a non-stimulation related stroke last week and had a CT scan. Manufacturer's representative performed diagnostic impedance testing and electrodes 8 and 12 read >40,000 ohms. All combinations with the 8 electrode are open, suggesting the 8 contact is not intact. Patient is not having any therapy related problems, but had asked if she had needed to, if she could have had an MRI last week. Additional information has been requested and if received a follow up will be sent.